Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that the patient had taken a fall, which caused the ipg to flip at the pocket site and caused increased discomfort at the pocket site. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue. Effective therapy established post-op.